Event description:
This case was reported via health authority [FDA-2014-n-0736-2529] in september 2015 and was forwarded to bayer on 04-nov-2015. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2015, the patient started essure. In 2015, the patient experienced general physical health deterioration ("her health decreased a lot"), adverse event ("have a lot of issues since she have these coils") and fear ("sometimes she was really scared for her life"). On an unknown date, the patient experienced back pain (serious criteria medically significant and clinically significant/intervention required), fatigue ("the patient was very tired"), feeling abnormal ("the patient was lifeless"), chest pain ("pain in sternum"), chest discomfort ("areas of discomfort in sternum"), amnesia ("memory loss"), disturbance in attention ("loss of concentration"), pain ("numerous pains"), headache ("a lot of headaches") and feeling drunk ("continuous feeling of drunkenness"). The patient was treated with surgery (essure removed). Essure was withdrawn. At the time of the report, the back pain, general physical health deterioration, adverse event, fear, fatigue, feeling abnormal, chest pain, chest discomfort, amnesia, disturbance in attention, pain, headache and feeling drunk had not resolved. The reporter considered back pain, general physical health deterioration, adverse event, fear, fatigue, feeling abnormal, chest pain, chest discomfort, amnesia, disturbance in attention, pain, headache and feeling drunk to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-dec-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 215 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number fot this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was not event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 19-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non medically-confirmed report, received via health authority and lay press, refers to a (B)(6) woman who had essure (fallopian tube occlusion insert) inserted and started to experience back pain and several other disturbances of more general nature. Approximately 3 months after placement, she underwent surgery to remove the device. The events had not resolved at 1 year post removal. Back pain, considered serious due to medical significance, is an anticipated event according to the reference safety information of essure. Back pain can accompany many general and gynecological conditions. In the case of contraceptive devices, local or referred pain can result for example from suboptimal device insertion or dislocation post insertion. In this particular case, no such details were provided, nor were potential alternative explanations mentioned. As a matter of fact, the events had not resolved 1 year after device removal (negative dechallenge). In spite of these considerations, a causality of essure device for back pain cannot be completely excluded (related). The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information is expected because the woman denied further contact.